Manufacturer narrative:
A service evaluation was performed. The customer reported the device was inoperable. The repair technician reported the motor was seized. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on 31-dec-2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: gxl. Device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported seven hand piece for battery powered drivers were malfunctioning. Two of the devices weren't working at all, one runs constantly, one has intermittent operation, one has malfunctioning low and reverse buttons, one has a motor noise and shaft turns slowly, and one has an attachment stuck in the coupler with the coupler stuck in the locked position. The device malfunctions were discovered during testing, no patient involvement. No additional information will be made available. This report is for a device reported to not be running at all. This is report 1 of 7 for (B)(4).